Event description:
The customer returned the gastrointestinal videoscope to the service center for separate issues. During the device analysis, the service center indicates that foreign objects on air water (cylinder), foreign objects on air water (tube) and foreign objects on universal cord was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign objects on air water (cylinder), foreign objects on air water (tube) and foreign objects on universal cord was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.